Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the batteries of cardiosave intra-aortic balloon pump (iabp) were not charging. No patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. (Type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. It was found that the batteries were not charging, and the root cause was the rescue console not properly seated in the hybrid console. Unit was due or a pm so a complete pm was performed. The repair was completed successfully. Product passed all functional and safety tests per manufacturer's specifications. Iabp was returned to customer. The customer was informed how to properly remove and install the rescue console and what to look for should this happen again.